Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2007.according to the complainant, the patient experienced pain, infections, bleeding, vaginal scarring/shrinkage, and mesh erosion surgery. She returned to her doctor several times because of these complications.all other information, including the patient's current condition, is unknown and reportedly unavailable.